Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose was 600+ mg/dl. The customer was hospitalized due to diabetic ketoacidosis. The customer was treated with pump boluses and water. The customer also stated of damage to the pump. The customer stated that the plastic is missing at the top of the battery compartment in the shape of a rectangle about 3/8ths of an inch wide and down three threads. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, broken battery tube threads and minor scratches on the lcd window.